Event description:
This rv lead was implanted on (B)(6) 2001 and was explanted on (B)(6) 2016. A call was placed to techinal services on 09/29/2016 stating that this lead had fractured and exhibited noise and oversensing. Patient had 2 inappropriate atp thrapies. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)